Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient, fell down a set of stairs, injuring their shoulder and back. The patient was taken to the hospital and treated for his pain. The device remains in use. No patient complications were reported as a result of this event.